Event description:
On (B)(6) 2010: emergent redo aortic valve replacement with a 23 - st. Jude bioprosthesis. A (B)(6) female had aortic valve replacement with mechanical done at (B)(6) in 2008. Somehow she was not able to afford coumadin for which she stopped taking it on her own and she developed an acute clot. This completely blocked the leaflet from the aortic bioprosthesis.